Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current test, sleep current test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 8193 file number 16756). Problem isolated to the electronic assembly as per global logic analysis. No pump error 23, error 49 or error 68 alarms noted during testing. Pump received with scratched case. Pump received with cracked case on the back at the battery tube area. Pump received with pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.